Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, leaking around the filter was noticed. It was reported that the patient noticed that around bedtime leaking fluid at the back of the filter started. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the sample returned, consists of two (2) units, the sample was returned in decontaminated conditions inside of plastic bag without its original packaging. Visual inspection: no damages nor other workmanship defects were detected. Functional testing: the received samples was prepared for leak testing using a gravity bag with distilled water. No leaks were detected fleeing from the filter nor other join, the test successfully passed; thus the failure mode reported is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the samples tested successfully passed. No corrective actions are required since the complaint was not confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter (B)(4).